Manufacturer narrative:
Article citation: nam se, lee s, cho y, kim jh (2023). A non-manufacturer-sponsored, retrospective study to assess 2-year safety outcomes of the bellagel® smoothfine as compared with its competitors in the context of the first korean case of a medical device fraud. Plos one 18(2): e0259825. Https://doi.org/10.1371/journal.pone.0259825. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported through the journal article "a non-manufacturer-sponsored retrospective study to assess 2-year safety outcomes of the bellagel smoothfine as compared with its competitors in the context of the first korean case of a medical device fraud" event of capsular contracture baker grade iii/IV in patients of a population. Patient experienced the events of ¿capsular contracture baker grade iii/IV¿ for an unknown side. The devices status are unknown.